Event description:
The device was implanted in 1997. In january 2003, the patient experienced pain in his left femur. In may 2003, x-rays revealed the femoral nail had fractured. It is unk whether or not the device has been explanted.